Event description:
It was reported while the patient was undergoing a multiple reconstructive surgery of the left lower limb, a kirschner wire was being passed to reduce the fracture, and the tip broke off about 1 mm inside the bone. It was nowhere to be found; it remained intraosseous.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history review part: 292.100.01, lot: 7870p47, manufacturing site: balsthal, release to warehouse: 12-oct-2023. A DHR evaluation was performed for the finished device article # 292.100.01 lot # 7870p47, and no non-conformances were identified. Assessment performed by (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.